Event description:
It was reported that the centrifugal system's battery would not hold a charge. The device was not changed out. Per the customer, they never had to use this unit and there were never any pt issues. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.